Event description:
It was reported that the patient has pneumothorax related to the implant procedure. A CT scan was done and the system placement was normal. It is believed that the pneumothorax is related to the lidocaine injection into the pocket and not the system placement. There were no additional adverse patient effects. The device remains implanted.